Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to request a replacement battery cap. The customer then mentioned he was hospitalized a few months back for high blood glucose. No blood glucose reading was reported. The customer stated he has not been using the insulin pump since the incident and stated there was nothing wrong with the insulin pump at the time. The insulin pump was not registered to customer and he did not access to it during the phone call to verify the serial number. Nothing further was reported.